Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. One (1) 8fr angio-seal device was returned for product evaluation. The returned device was unused and unopened. The device was unpackaged, and all components were found to have been present. The hemostasis sheath was found to have been discolored and was able to be broken in a manner which is consistent with embrittlement due to light exposure. The complaint was confirmed as a sheath breakage due to light exposure. The likely cause was determined to have been improper storage as the device was stored in a pyxis system and was broken in a manner which is consistent with embrittlement due to light exposure. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Event description:
The user facility reported that during a procedure, the involved angio-seal device from a particular lot was opened but not used on a patient due to immediate identification of crumbling and broken plastic. Consequently, an alternative device was selected. The facility, which has stored these seals in a pyxis for 30 years without prior issues, has been advised that uv light exposure can damage the products. Efforts are underway to identify a new storage solution. The facility has requested replacement of the affected products. The procedure in question was an angiogram. A complete batch of angio seals in the office was found to be defective, with several breaking off.

Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: lead ir tech. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot number combination was conducted with no findings.